Event description:
Customer alleged blood glucose results of 478 mg/dl and 210 mg/dl when testing was performed back-to-back on the aviva system. Customer reported being dizzy and self-treated with 2 mg amaryl. Customer reported feeling better within a few minutes. A request was made for the return of the suspect device and replacement product was sent.